Event description:
Inability to obtain blood return prior to 3rd of 4 chemotherapy treatments. X-ray showed fracture of port line with 5 1/2 inch fragment lodged in lower right heart. Fragment removed. On 2/12/99: bardport/open-ended catheter implanted- left subclavian- under fluoroscopy. Radiologist informed surgeon, while pt in recovery room, that x-ray showed "kink" in line. Tests for blood return were good. Pt was lying flat during testing. Pt discharged. On 2/15/99: first chemotherapy treatment in doctor's office. Port was found not to be functional unless pt was lying flat. No other incident during treatment. On 3/5/99: second treatment in doctor's office. Port functioned when pt was reclined, not while sitting up. No other incident during treatment. Intractable vomiting occurred second day following treatment. On 3/8/99: violent arrhythmia. Oncology nurse attributed same to zoloft, which pt took 3/6-7-8. Abandoned zoloft- arrhythmia decreased to mild fluttering up to day of retrieval of fragment. On 3/26/99: attempted third treatment in hospital. After three hours of flushing, x-ray taken which showed broken line with 5-1/2" fragment lodged in lower right heart. Fragment retrieved by interventional radiologist same night. No obvious residual damage. On 3/29/99: replacement of new line into left jugular vein (original port). Third chemo treatment given with pt virtually flat-- no other incident during treatment. On 4/1/99: pt swelled from finger tips, up left arm, shoulder and left chest. Blood clots confirmed in left chest/arm and port/line removed. Pt admitted to hospital. Heparin and coumadin by IV not successful over 16-18 hours. Urokinase administered, trajectory bleeding 14-15 hours later, urokinase stopped, and IV heparin continued for four days. Pt discharged on coumadin. On 4/16/99: line inserted through groin, fourth chemo treatment, line removed. Hospital had no incidents with administration of chemo. Subclavian and jugular veins could not be accessed second time. Another vein in chest collapsed during post-urokinase testing, balloon inserted but failed. Stent refused by pt. Attempt on 4/16 to access vein through left groin (site of retrieval of fragment) unsuccessful, right groin accessed.